Event description:
It was reported that the user experienced hyperglycemia with glucose levels reaching approximately 300 mg/dl for 2 to 3 hours and used more insulin than usual, then returned to range after announcing a meal; the user was advised that meals should not be announced to correct highs. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and resolution after glucose returned to range. Investigation included complaint review and user education. Investigation of this case revealed no device malfunction reported and user behavior likely contributed, with cause of the high glucose remaining unclear. It was concluded that the event was not related to a confirmed device failure and that education on appropriate use was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.